Manufacturer narrative:
(B)(4).

Event description:
The consumer via the representative reported their device was explanted due to the patient having candida. The physician had wanted him to have the device explanted for year for it to clear up. No diagnostics/troubleshooting were performed. The issue was reported to be resolved at the time of report.